Manufacturer narrative:
The manufacturer was unable to duplicate the customer¿s reported problems. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the initial final test and initial alarm volume tests. A review of the event trace revealed a ¿hardware fault 18 alarm¿ condition that was last logged on (B)(6) 2015. The hybrid board was replaced as a pre-caution. The power flex circuit was replaced for the problem that was found during service.

Event description:
It was originally reported by the customer that the ventilator had a hw fault alarm condition and had extremely high volumes. During a visual inspection of the ventilator, the carefusion service tech found jp4 pin 2 of the power flex circuit was damaged and burned. It is unknown if the ventilator was connected to a patient when the reported problems occurred.